Manufacturer narrative:
The reported event of backup operation was confirmed. Bench testing was performed, and the device was found to be normal. Upon review of the device image, the device was seen to have entered back up operation due to a reset caused by an event queue overflow (eqo). The root cause of the event queue overflow was determined to be the integrated circuit (ic) on the radio frequency (rf) module.

Event description:
Additional information received indicated that the device was explanted electively after the backup vvi was resolved with programming.

Event description:
Additional information was received that the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was noted to be in backup mode due to event queue overflow. Technical support was contacted and normal settings were successfully restored. The patient was stable.